Manufacturer narrative:
Philips has investigated this complaint. According to the information provided the system was in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc timing issue doesn¿t allow the correct boot sequence at startup. Upon further inspection, fse found that the host pc and hard disk were defective. Later, fse replaced the host pc and hard disk. After the replacement of the host pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the host pc was defective. No harm has been reported to philips. Philips has started an investigation of this complaint.